Event description:
While performing open heart surgery and using a defibrillator for administering a countershock with the device, internal paddle handles/cable assembly, and spoons, the reporter stated the defibrillator did not transfer energy to the pt's heart. The device was replaced and proper operation was observed. No adverse effects to the pt were reported as a result of the alleged malfunction.